Event description:
On may 22,2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device to treat occlusion in stent in superficial femoral artery left. During the procedure, the catheter was blocked and not able to push further forward. When taken out and flushed, flushing does not work. Reportedly, the device was not easily removed from the patient and the wire was stuck on the helix. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed for the catheter and guidewire. During physical investigation a catheter and the guide wire stuck inside were received. The helix was found broken right at the adapter. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be established. Labeling review: a labeling review was not required as the complaint is not related to labeling. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device to treat occlusion in stent in sfa left. During the procedure, the catheter was blocked and not able to push further forward. When taken out and flushed, flushing does not work. Reportedly, the device was not easily removed from the patient and the wire was stuck on the helix. Another device was used to complete the procedure.